Manufacturer narrative:
(B)(4). Physio-control evaluation the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device had a white display and would not complete the boot-up process. A white display is indicative of a device lock-up condition. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.   The removed assemblies were further evaluated in the failure analysis center.  The cause of the reported issue was determined to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.